Event description:
The lengths / depths marker were not available on the ventricular catheters (B)(4). The unit was in contact with a patient, however there was no injury reported with this event. It is unknown if the procedure was delayed. Additional information has been requested.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.